Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sometime after implant, the right ventricular (rv) lead exhibited rising and high thresholds. It was confirmed that the rv and right atrial (ra) leads had dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.